Event description:
The customer reported via phone call that the insulin pump had a scrolling keypad and alarmed button error. The customer stated that the keypad observed delated response and would continue to scroll after the button was no longer pressed. He noted that he had had the insulin pump in his waistband of his shorts but did not believe there was enough pressure to had pressed the buttons inadvertently. The customer did not know the blood glucose reading. A battery replacement did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. No display ramping on its own anomaly noted. The device had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.